Manufacturer narrative:
A full lead was returned in one piece for analysis. Electrical testing, specification measurement, visual inspection, and x-ray examination of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead had dislodged potentially due to twiddler's syndrome. The rv lead was explanted and replaced. Patient condition was unknown.